Event description:
During a surgical procedure for a tonsil bleed, the surgeon was using the electrosurgical unit with a bi-polar tip to cauterize a tonsil bleed. The surgical scrub staff noticed that the corners of the pt's mouth and lips appeared to be discolored. The surgeon was immediately notified. The metal bi-polar forceps were touching the inner corners of the pt's mouth during the activation of the electrosurgical unit and caused some non-target site burns.